Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED would not power on due to a depleted battery. Further troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. The customer reported that unit had been ignored and no maintenance had been performed on the unit as a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.